Event description:
It was reported that the colovideoscope exhibited a noisy image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the most likely cause of this complaint was: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.